Event description:
On (B)(6) 2024, patient underwent an endovascular procedure to treat a zone-9 infrarenal aneurysm, utilizing gore® excluder® aaa endoprosthesis (contralateral leg components-plc141200 on the left and plc121400 on the right). On (B)(6) 2024 during a follow-up imaging, plc141200 device appeared to be thrombosed. Physician also reported the limb was crushed. It was also reported that the physician mentioned there was stenosis at the edge of the plc121400 device (implanted on the right side), and the device remained patent. On (B)(6) 2024. Patient underwent a reintervention surgery. Physician performed a fem bypass to treat the thrombosis and treated the stenosis by extending the right side with another limb. Patient tolerated the procedure. The cause of reported thrombosis and compression is unknown. Fsa was not at the procedure. And no further information is available.

Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Images were provided. The following was reported: pre-implant images submitted for evaluation. Images are of poor contrast opacification and therefore suboptimal for evaluation. Rci length measures ~ 55.6 mm. Rci diameters range from 7.8 mm ¿ 35.4 mm. Lci measures ~ 40.3 mm. Lci diameters range from 7.4 mm ¿ 8.8 mm. Unable to confirm device thrombus or device compression with pre-implant images.